Manufacturer narrative:
The lens was returned for evaluation. Solution was dried on the lens. Scratches were observed on the optic. The lens was cleaned for further evaluation. A small area of the posterior surface of the optic had a residue left from the viscoelastic, which was dried on the lens when returned. No hazy areas were observed. Power and resolution were verified. The lens met specification for a 21.5 diopter lens with acceptable resolution. The returned lens matched the provided photo(s). Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. We are unable to determine how the lens appeared in the eye. The lens was returned with dried viscoelastic in one area. Haze was not observed on the returned sample. The power and resolution were verified. The lens met specification for a 21.5 diopter lens with acceptable resolution. The lens was replaced with a non-company lens. No further information has been provided. The manufacturer internal reference number is: (B)(4).

Event description:
A physician implanted a company intraocular lens (iol) in the patient's left eye on (B)(6)2023 and on next day, 22 november 2023, iol haze was noted. On (B)(6) 2023, he decided to explant the lens & implanted indian iol to manage the situation. On (B)(6) 2023, doctor shared concerns related to the haze of lens & handed over the explanted iol (which did not have box & wagon wheel). Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).